Event description:
Additional information stated the patient's device was replaced and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3487a-33, lot# j0124541v, implanted: (B)(6) 2001, product type lead; product ID 3487a-33, lot# j0124541v, implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was explanted due to overdischarge. It was stated that the overdischarge was confirmed and happened '1 time.' The patient reportedly had 'challenges with usage of equipment,' and wanted it changed to non-rechargeable. It was noted that the device had been in overdischarge for 'over 1.5 years.' There were no patient symptoms or injuries related to the event. The patient was reported as alive with no injuries. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).